Event description:
Cranioplasty was performed in 2009, for treatment of an acute subdural hematoma. After the procedure, the pt showed signs of edema between the artificial bone and gore-tex. The surgeon removed the artificial bone, resterilized it, and reimplanted it. Four hours after surgery, spasms occurred 3 times and the pt was taken on an ICU. Cerebral swelling then occurred and the pt died the following month.

Manufacturer narrative:
In 2009, a pt with acute subdural hematoma was undergoing a cranioplasty using artificial bone, our bioplant zip implant, and gore-tex. The pt showed signs of edema between the artificial bone and gore-tex through an image. The following month, another surgery was performed and an abscess was found between the artificial bone and gore-tex. The doctor removed the artificial bone, washed and sterilized it and reimplanted it in the pt. Four hours after the surgery, spasms occurred three times and the pt was taken to an ICU. Cerebral swelling occurred and progressed into encephalocele. The next day, the pt died. According to dr. At hosp, the edema might have been caused by post-operative infection or the three implants. The product was discarded at the hosp preventing any further analysis. The doctor believes that 4 factors may have contributed to the formation of the abcess: surgical site infection, the artificial bone, the gore-tex, and the zip implants. When the pt was re-operated on, the abscess was found over the gore-tex. The site confirms that the zip implants were effective in fixing the bone and artificial bone before re-operation. We have reviewed our complaint files for similar problems and found no additional incidents of adverse events relating to our product. It is highly unlikely the device was a contributor to the adverse event since it was used in a very complex surgery and the edema and subsequent abscess was located between the artificial bone and gore-tex.